Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was used during an unknown procedure on an unknown date when it was reported, ¿subcutaneous emphysema occurred.¿ there was no report of medical intervention or hospitalization. The procedure was completed as planned without the use of an alternate device. There was no report of malfunction for any conmed device. An ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip and an asm-evac1, tri-lumen filtered tube set with activated charcoal filter, were also used in the procedure. This report is being raised due to the reported injury of patient developing subcutaneous emphysema.